Manufacturer narrative:
System was used for treatment. Kit lot e314 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. Service order (B)(4) feedback completed: service engineer replaced centrifuge pressure transducer, recalibrated hct sensor, repaired broken centrifuge leak strip cover inside of centrifuge and ran system checkout procedure successfully. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report that the return line pressure dome popped off at about 250 mls of whole blood processed (wbp) and blood leaked on the pump deck. Procedure was aborted without blood returned to the patient. Patient was stable and was put on another cellex instrument to complete a procedure. Customer reported that a field engineer was onsite, so will evaluate instrument during his visit. Service evaluation was initiated.